Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. The cxd device history record review could not be performed due to an unknown serial number. The labeling review for the compact exchange device ii was found to be sufficient. Based on available information; the assignable cause was for the reported issue was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device is still in use. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with connecting the solution bags while using the homechoice (hc) during setup. The patient was having trouble spiking the bags. After trying to spike the bag with the compact exchange device (cxd), the patient stated the spike broke the seal and then came back out. (B)(4) explained the supplies may be compromised and advised the patient to start over with new supplies. (B)(4) then assisted the patient with removing the cassette. Product surveillance contacted the patient who explained the csd just didn't spike the bag correctly. Everything was going fine and the cxd was still in use and functioning properly. No injury or medical intervention was reported.